Manufacturer narrative:
This report is for unknown pfna nail/unknown lot number. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). This complaint record reasonably suggests that a device malfunction did occur and regardless of misuse, has caused or contributed to the need for medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation broke near the distal locking screw. No information about patient status. This complaint involves 1 part. Concomitant devices: 1x unk locking screw, part/lot unknown, 1x unk end cap, part/ lot unknown, 1x unk blade, part/ lot unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The returned device was forwarded to the manufacturing site for investigation. The product was returned in a packaging different from the original synthes bag. The laser marking was readable. Traces of use were visible and the nail is broken in the region of the distal hole. The relevant dimensions were measured near of the broken region and they have fulfilled the specifications. The distal hole, where the nail was broken, could not be measured. During manufacturing the dimension of the hole was checked with a go/no go gage and the position was checked with a special-gauge and both have fulfilled its specifications. No manufacturing error found. Product was manufactured according to its specifications. Besides, during the manufacturing process the lot was inspected through the inspection sheet and have meet its specifications. The raw material certificates were checked and the used raw material has fulfilled the specifications. Based on the investigation results, this complaint is confirmed since the nail is broken as claimed by the customer. However, this complaint is rated as not valid because the relevant dimensions of the nail were measured as well as the relevant manufacturing documentation related to the article was reviewed and no manufacturing issue could be found. Since no manufacturing issue was identified and this complaint is not valid, therefore review to the specific prm and pra line is not applicable. Concomitant devices there is no indication that any of the listed concomitant device (pfna blade, locking bolt, end cap and cerclage cable) did contribute on this complaint condition, also there is no allegation against one of these devices. Therefore only a visual inspection on these devices will be performed. The pfna blade, locking bolt and end cap shows that the devices are in a used condition without heavy damage. The surface of this implants has wear marks it is not possible to determine where it is coming from. We can only assume, that this can be traced during removal or a possible instability of the fracture situation. The cerclage cable seems that was cut what could be possible during removal of all implants. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has lead to these circumstances. We can only assume that the pfna - nail (area of the distal hole) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient ID (B)(6). Exact patient weight was reported as (B)(6). Part#, lot# and (B)(4). Part and lot numbers of reporter concomitant devices and one additional concomitant device. Device history records review was completed for part# 472.265s, lot# l318472. Manufacturing location: (B)(4), manufacturing date: mar 01, 2017, expiry date: feb 01, 2027. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: date of event is unknown. Therapy date of reported concomitant devices. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that initial implant procedure was on (B)(6) 2017 status post subtrochanteric multiple fragment femur fracture, left side, treated with osteosynthesis. Fragments were generated from the broken device, but it is unknown if they were removed from the patient¿s body. Patient underwent revision surgery on (B)(6) 2017. During the revision surgery, enclosed pfna and the cable cerclage was removed. Patient was re-osteosynthesis with long pfna (380 mm length, 10 mm diameter, size 100 femoral neck blade, 5 mm end cap, double distal locking with the possibility of dynamisation). Revision surgery was complete successfully. Patient outcome was not reported. Concomitant devices reported: pfna end cap (part# 04.027.000s, lot# l330485, quantity 1); pfna blade (part# 04.027.034s, lot# l360024, quantity 1); locking bolt (part# 459.360, lot# 5941786, quantity 1); cerclage cable (part# 611.105.01, lot# p259510, quantity 1).